Manufacturer narrative:
UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Product event summary: date files were returned and analyzed. The log files were analyzed, and timestamps/errors were observed with a possible catheter serial number (B)(6). Analysis of the log files and returned video files did not show any errors specifically relating to ventricular fibrillation. In conclusion, the reported clinical issue ¿ventricular fibrillation¿ was not able to be confirmed through data analysis. The catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field (pf) ablation procedure, a single ventricular fibrillation (vf) arrhythmia occurred after the 11th application of pulsed field ablation (pfa) on the mitral line. The vf was treated with direct current cardioversion (dcc) which resolved the arrhythmia. It was noted that nitrate medication was not administered before pfa applications, and that st elevation was not observed on electrocardiogram (ECG). The case was completed with pfa. No further patient complications have been reported as a result of this event.